Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional.

Event description:
A us distributor reported that a patient alleged that the lifevest caused him to have a heart attached following a treatment event. The patient alleged that the lifevest malfunctioned and shocked him. The patient reported being conscious initially during the treatment event. The patient also reported being in "no condition to press the response buttons because he was having a heart attack". The patient also reported not hearing alarms or prompts from the device prior to being treated. The patient was hospitalized following the treatment event and receiving an implant (unspecified) and ended use of the device. Per clinical review of the patient's ECG recordings, the patient received 8 appropriate treatment shocks on (B)(6) 2019. During the first 7 shocks, the patient was in ventricular fibrillation (vf) with the post-shock rhythm being a sinus rhythm between 40 bpm and 90 bpm with intermittent occurrences of bigeminal pvcs and pacs, and motion artifact. The rhythm at the time of the last treatment shock was ventricular tachycardia at 220 bpm with the post shock rhythm being sinus bradycardia at 60 bpm with pacs and motion artifact. The device performed as designed. The device successfully converted the patient's arrhythmias to a slower rhythm. The response buttons were not pressed during the treatment event. There is no indication of a device malfunction. Further information surrounding the patient's alleged heart attack was not provided.